Manufacturer narrative:
The components of device were received with pouch parts (bag, string and prongs), introducer and cannula. The prongs remained within the seam of the specimen bag after the introducer was pulled back out of the cannula. The reason why the prongs remained within the seam of the specimen bag after the introducer was pulled back out of the cannula could be because the prongs detached from the introducer while it was pulled out. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of record indicates that there is no similar issue from the same lot number. The event will be closed. If the additional information could be obtained for further investigation, the supplemental report will be filed.

Event description:
A conmed representative whom was in the operating room at the time of the event reported the sb532 specimen bag broke inside the patient. Event details are as follows. The deployment of sb532- specimen bag was made through a 5mm ethicon trocar and a conmed grasper, 3-1008, was used to unroll the specimen bag and place the specimens (bilateral tubes and ovaries) into the bag. The doctor attempted to extract the bag by removing the thumb bow from the deployment sleeve and approximated to the distal end of the trocar. The thumb bow and deployment sleeve were removed and the string was reoriented to be removed through a larger port in the pelvis. Upon the adjustment of the string, it was observed that the two metal prongs were still attached to the specimen bag inside the pelvis. The surgeon had to convert to a 5mm scope, initially using a 10mm scope, to attempt extraction and the following items were removed through an umbilical hussein port: white polymer piece, two metal prongs, black polymer and specimen bag. A second sb534 was requested by the surgeon. That device was disassembled alongside the used device on a mayo stand to determine if all components were accounted and retrieved. All components were retrieved. Based on the information provided and no report of patient injury, this report is being filed as a malfunction with potential for injury with recurrence.